Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under sensing of smaller atrial signals observed on atrial channel on stored atrial tachycardia/atrial fibrillation (at/af) electrograms (egm) leading to early termination of at/af episodes. It was further reported that all atrial therapies have been disabled by lead position check. The ra lead remains in use. No patient complications have been reported as a result of this event.